Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 155 mg/dl. The customer reported that the alarm occurred during tube filling. The customer was advised not to use the insulin pump. The customer reported that the drive support cap was correct. The device will be returned for analysis.